Event description:
The reported description notes that the bedside monitor did not interpret the ECG rate/rhythm correctly. No pt harm was reported.

Manufacturer narrative:
(B)(4). The reported description notes that the bedside monitor did not interpret the ECG rate/rhythm correctly. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.